Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized three separate times due to over eating. Blood glucose level at the time of the most recent incident was over 600 mg/dl. The customer stated that he was wearing the insulin pump at the time of hospitalization. The insulin pump was not replaced or returned for analysis.